Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a high blood glucose of 545 mg/dl. Customer thought it may have been an occlusion. Customer removed the set and changed the set and reservoir. Customer had a close to full reservoir of about 60 units. Customer inserted the reservoir and did a fill cannula. Customer got a low reservoir warning and the status screen said 19 units. Customer rechecked her blood glucose and it was over 600 mg/dl. Customer was advised to assemble a new set and treat. Customer felt dizzy due to the high blood glucose. Customer stated that she has a back-up plan. Customer treated with 7.5 units using the insulin pump. Customer was advised by the bolus wizard to treat with 9.1 units of insulin. Customer does not have a tubing clamp and will be sent one. Customer was advised to call back to continue troubleshooting once he receives the tubing clamp. Customer was also advised to do a complete set change. Customer's last blood glucose check was 521 mg/dl.